Manufacturer narrative:
The returned device was evaluated and the device was returned with the needle mechanism fully deployed and adhesive pad attached to the bottom housing. The soft cannula measured the correct full length according to specification. No damages or deficiencies were found during the investigation that would result in the cannula dislodging. The exact cause of the reported dislodging event could not be conclusively determined. No damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. During fluid path testing, fluid was observed to be leaking from a tear in the exposed portion of the soft cannula. It could not be determined when or how this damage occurred. No other damages or deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. As treatment, the patient applied a new pod.